Event description:
It was reported that the right atrial lead dislodged due to twiddler's syndrome. The patient's device was programmed to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.